Event description:
The following was reported to gore: on an unknown date in (B)(6) 2017, the patient underwent endovascular treatment of an arch aneurysm using non-gore devices (tx2, najuta). On (B)(6) 2021, tevar was performed to treat a proximal type I endoleak using gore® tag® conformable thoracic stent graft with active control system. A 24fr gore® dryseal flex introducer sheath was inserted from the right femoral artery. Before inserting the sheath, ballooning was performed to the common iliac artery to tortuous external iliac artery. When the 24fr sheath was inserted, it was difficult to insert, so the physician inserted the 24fr sheath while rotating the sheath. The gore® tag® conformable thoracic stent graft with active control system was advanced via the 24fr sheath. During advancement of the gore® tag® conformable thoracic stent graft with active control system (tgm454520j), the delivery catheter got stuck on a stet of the non-gore device (najuta). The physician changed the wire, but the tgm454520j was still not able to be advanced due to the tortuous abdominal aorta. The physician attempted to remove the delivery catheter and was able to pull the delivery catheter back into the sheath, but it was not able to go through the sheath. The delivery catheter was removed with the sheath. When the sheath was removed, it was observed that the blood pressure decreased. An angiography revealed the right external iliac rupture. A gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis) was implanted to arrest of bleeding. For removed tgm454520j, it was observed the frayed suture on the site of the constrained stent graft. For removed 24fr sheath, it was observed sheath was kinked due to the operation by the physician. The physician used another gore® tag® conformable thoracic stent graft with active control system and the procedure was concluded. The patient tolerated the procedure. The physician stated that the sheath was able to be advance, but after advancing, might have become too much to the vessel.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).